Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had inaccurate readings occur with their glucose sensor. The customer's insulin pump and their glucose sensor had significantly different values. The customer's blood glucose level was reported at 98 mg/dl. Customer will call again to trouble shoot if problems persist. No further information was provided.